Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of incident. The customer was advised to assemble a new infusion with the current reservoir. The customer stated that the insulin pump alarmed no delivery during manual prime. The customer was advised to assemble a new reservoir. The customer performed manual prime and the insulin pump did not alarm no delivery. The customer was advised that the no delivery alarm was resolved by changing the reservoir. The reservoir will be returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion test and no occlusions were noted.